Manufacturer narrative:
A field service engineer was originally scheduled to visit the customer's site to perform an on-site evaluation of the analyzer. However, the customer later cancelled the appointment. The customer reported that service is not required at this time since this kind of event was rare. Bec followed up with the customer on (B)(6) 2011 and the customer reported that the analyzer was running fine. Based on the information obtained thus far, bec believes that this event may be due to a sample-specific issue. A definitive root cause for this event has not been determined.

Event description:
The customer contacted beckman coulter, inc. (Bec) to report an erroneously low result for vancomycin for one (1) patient sample on a unicel dxc 600i synchron chemistry analyzer. The erroneous patient result was reported outside of the laboratory. There was no impact to patient treatment associated with this event. The customer reported that quality control results for vancomycin were recovering within the laboratory's established ranges both before and after this event. The customer reassayed the same specimen tube approximately 2.5 hours later. A higher vancomycin result was obtained. An amended report was generated and reported outside of the laboratory.